Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium meter and precision strips were reviewed and the DHR showed the freestyle optium meter and precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification. Tripped trend reports were reviewed for freestyle strips for the last year. The review did not identify any trends that would indicate any product-related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose issue was reported with the use of the adc glucose meter. A customer reported that on (B)(6) 2021, an unspecified higher meter reading was received when compared to a competitor¿s meter. No comparative readings were reported for the date of the medical event however, the customer experienced symptoms of weakness and slow speech and was incapable of self-treat. The customer was treated with glucose and a sweet drink by his wife. The customer further reported a meter reading of 520 mg/dl as compared to a competitor¿s meter reading of 290 mg/d/l. It is unknown when the readings were obtained in relation to the medical event. No further treatment was reported. There was no report of death or permanent injury associated with this event.